Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose and ketones. Blood glucose value was 430 mg/dl. Customer stated that she had a no delivery during basal rates. The customer stated the alarm was resolved by a complete set change. She treated with the insulin pump. Customer declined to return the reservoir or infusion set for analysis. No troubleshooting was done. Customer was advised to call back if alarm occurs again.